Event description:
While performing a lap sleeve gastrectomy, the surgeon had completed the dissection of the stomach and was getting ready to start the stapling of the gastric sleeve. The initial black cartridge was loaded onto the staple gun with a seam guard and introduced into the patient. The firing of the staple gun went smoothly and was removed from the patient to load the first green staple cartridge with seam guard. This was introduced and positioned. When the staple gun was fired, there was a distinct difference in the tone of the firing, almost like the gun was struggling to complete the firing. The gun completed the firing and when removed, noted that only the left side of the staple cartridge had deployed. This left a gaping hole on the specimen side of the stomach, as the blade had deployed. The stapler was removed and a new one opened to be able to finish the case. There was no harm to the patient but the potential was there if it had been the opposite side. Manufacturer response for echelon flex linear cutter and stapler, echelon flex powered plus stapler (per site reporter): the hospital rep for ethicon was notified and is aware that risk management had the device. This device will be able to be returned to the company.